Event description:
A customer reported that approximately one week post lasik, haze occurred at the periphery of the flap. There were no issues noted during the creation of the flap. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).